Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) on (B)(6) 2024 and was treated with needles. Patient was feeling nausea and diarrhea. No further information was available.